Manufacturer narrative:
The patients age was not reported; however, it was reported that the patient is over 18 years old. (B)(6). The device was implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on november 14, 2019 that spaceoar was implanted in the perirectal fat during a spaceoar implant procedure performed on (B)(6) 2019. Reportedly, the procedure was done under local anesthesia. According to the complainant, during the procedure, the spaceoar gel was injected into the urethra due to the physician piercing into the urethra during local anesthesia. The procedure was completed with the original spaceoar device. There were no patient complications reported as a result of this event. The patients condition at the conclusion of the procedure was reported to be fine.